Event description:
Dr. Held the patient leg at her side during parts of the acl reconstruction. She noted cold but was wearing an additional leggings layer under her scrubs so was uncertain of fluid until she took off her gown. She noted strike through upon removing her gown. I specifically asked dr. If she was concerned about the patient and infection risk. She stated no. We had strike through during an acl reconstruction this morning. This is a specialty gown for fluids and we have not had strike through before. Manufacturer response for gown surg xl xln pr sir br imp, (brand not provided) (per site reporter). Thank you for letting me know. I have submitted this to our quality team so that they can investigate the issue. Thank you for the detailed information, this helps greatly with the investigation. Sorry for the issue and I'll make sure they investigate this fully. Please let me know if this happens again or if there are any other issues.